Manufacturer narrative:
The center was notified of the death from another donor. The cause of death is suspected drug overdose, however, the center does not have access to any autopsy report. The center has not received any additional information related to this case and no further request from the center will be made. A haemonetics field service engineer evaluated the nexsys plasma collection system used by the donor. Diagnostics, functional test and visual inspections were performed and all systems passed. All calibrations were within specification. The nexsys device was found to have met manufacturer specifications with no malfunction found. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On january 6, 2022, haemonetics was notified of a (B)(6) female donor fatality on (B)(6) 2021 due to a suspected drug overdose (not confirmed). The last donation utilizing the nexsys plasma collection system occurred on (B)(6) 2021. Donor has donated plasma since (B)(6) 2017 with a total of 109 donations. There were no significant information or medical problems noted on the last date of donation. Review of chart noted history of a normal physical examination, laboratory values and test results. Review of vitals were normal on date of last donation. However, donor was noted to have an out of limit hematocrit of 36, 35, 37, 33 on (B)(6) 2020 respectively. The donor had several deferrals for management, lapsed donor, 4 out of limit hematocrits and 2 abnormal serum electrophoresis. No other significant medical information was noted in the record. The donor did not list any medication taken prior to last donation. It is unknown if an autopsy was performed or if a medical examiner report will be available. There were no device errors or issues with the disposables noted during the donation.